Manufacturer narrative:
Device had scratched case. No broken or missing part on pump noted. Device p-cap or test reservoir locks in place properly. Device passed the displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the piece of plastic was missing in the housing. The customer reported that even during the self test the pump went out. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.